Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided prostrate biopsy through normal tissue, the needle was allegedly bent. It was further reported that the needle was allegedly difficult to be removed from the patient. Reportedly, firing button allegedly stuck but still can be pressed. No coaxial was used and the procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided prostrate biopsy through normal tissue, the needle was allegedly bent. It was further reported that there was a difficulty in removing the product from patient. Reportedly, firing button allegedly stuck but still can be pressed. No coaxial was used and the procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and it was reviewed. In that photo, one maxcore biopsy device in an half-primed position was shown in which it's sample notch was noted to be bent. Based on the photo review, the reported bent needle can be confirmed and other two reported failures "failure to fire" and difficult to remove" cannot be confirmed. Therefore, the investigation is confirmed for the reported needle bent as the provided photo shows the device's needle bent and the investigation is inconclusive for the other two reported failures "failure to fire" and difficult to remove" as no objective evidence were shown in the provided photo. A definitive root cause for the alleged needle bent, failure to fire and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.